Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11725. It was further reported that the pigtail used in the procedure was a 6fr expo catheter.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the patient experienced bradycardia and st elevation. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the patient with an unknown pigtail catheter inside of it. The patient experienced bradycardia and st elevation. Air was noted in the contrast line and it was flushed until it was gone. No intervention was required, the complication resolved within about 10 seconds and the patient was fine. No air was visualized in either the was or the patient. The procedure was continued with this was. A 27mm watchman laa closure device was deployed and determined to be too small for the appendage. The device was recaptured and a 30mm watchman laa closure device was then successfully implanted. There were no further patient complications reported and the patient's status is fine.